Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the main speaker, left and right iuis, wireless cover panel, and communication board. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pcu main speaker se a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had main speaker failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had main speaker failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the main speaker, left and right iuis(inter-unit-interface), wireless cover panel and communication board. Based on the findings, service determined that the reported issue was due to electrical failure of the main speaker. Device history record : a review of the device history record showed the device had a manufacture date of 04mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had main speaker failure. No additional information was provided. There was no patient involvement.